Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Event description:
In (B)(6) 2025, npe received clinical notes from the treating center regarding a (B)(6) 2024 visit. The notes indicated that the patient had reported a persistent right-sided headache and a sharp stabbing pain along her right temporoparietal skull. The pain was near the rns neurostimulator site. The skin was noted to be intact and no infection was observed. There was no evidence of protrusion. The patient reported that the pain was intolerable and constant. The patient was treated temporarily with pain relieving medications. A follow up visit in (B)(6) 2025 reported on seizure reduction and quality of life, the clinical notes did not reference further pain assessment. At the patient's request, the rns system was explanted (the neurostimulator and two depth leads) on (B)(6) 2025.